Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon attempted to implant a aa4203tl toric silicone lens. The lens tore prior to insertion into the eye due to the cartridge malfunctioned. No patient injury. The facility stated that the cartridge malfunctioned.